Event description:
It was reported that the patient underwent a lead replacement due to high impedances two years after the initial implant. The patient experienced no injury. Following replacement, the patient was o.k.